Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was peeling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event or problem, h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2016-10-16 . Corrected h4 manufacture date: 2008-06-09. Previous b5 describe event or problem: on 3rd april, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was peeling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 3rd april, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was peeling. After second review of the complaint and confirmation from the technician, the issue with paint chipping from fork was determinated. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd april, 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was peeling. After second review of the complaint and confirmation from the technician, the issue with paint chipping from fork was determinated. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the keypad membrane was peeling. What is more, paint chipping was also detected on the keypad. Further investigation revealed that there was also paint chipping occurrence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on information provided by getinge technician, the customer accepted the quote for the repair. It was established that when the event occurred, the surgical light did not meet its specification due to keypad membrane which was peeling off and paint chipping on the keypad and as a result contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Review of received customer product complaints related to investigated issues, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of keypad membrane peeling off is very low and moderate for the issue of paint chipping. As stated by subject matter expert at manufacturer¿s, the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use each user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad tape, its replacement must be performed. The tape is available as spare part. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. According to subject matter expert at manufacturer, the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.